Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended an put back into service.

Event description:
The customer reported that the 9800 system locked up during a cine run. The procedure was completed. No patient injury was reported.